Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using a lightning aspiration tubing (lightning) and indigo system aspiration catheter 7 (cat7). During the procedure, the physician was attempting to unscrew the rotating hemostasis valve (rhv); however, the rhv broke below the round valve knob. Therefore, the rhv was removed. The procedure was completed using a new rhv, the same lightning and the same cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Section h. Box 6. Device code 2. Section g. Box 4. Date received by manufacturer h3 other text : placeholder